Manufacturer narrative:
(B)(4). The device was not returned. However two samples from lot r12i12101 and 4 samples from lot r15f18010 were returned for evaluation. These are not event samples or companion samples because the lot number of the reported product is not known. A visual inspection, functional testing, and pull testing were performed without noting any issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a blood set where the spike disconnected from a blood bag. There was no patient injury or medical intervention associated with this event. No additional information is available.